Manufacturer narrative:
The device was not returned for eval. The lot number is unk therefore a device history record could not be reviewed. (B)(4). The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product or procedural details to bard.

Event description:
It was reported that the ng tube was coiled and knotted, causing difficulty for removal. The ng tube had become hard before removal. The pt had to be sedated for additional surgery to remove the feeding tube. The physician had to cut the feeding tube and remove one piece through the pt's mouth and the other through the pt's nose. The pt experienced vomiting of blood and trauma to the nasal membrane. The device had to be replaced after removal.